Event description:
During attempt at tavr, balloon rupture occurred prior to valve deployment, resulting in plan of care change to open procedure. During valve advancement under fluoro the delivery balloon ruptured, multiple efforts to retrieve the valve into the delivery system unsuccessful. Vascular surgery consulted and decision to retrieve and implant under open intervention and cardiopulmonary bypass w/ replacement of a segment of the ascending aorta due to severe calcification and localized dissection.